Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarms for no apparent reason. Alarms air in line when there is none. There was no patient involvement.

Event description:
The customer reported that the device alarms for no apparent reason. Alarms air in line when there is none. There was no patient involvement.

Manufacturer narrative:
Correction: the file has been reassessed and determined to be not reportable. Please disregard initial MDR.